Event description:
Philips received a complaint by the customer on the v60 indicating while setting up the device, it was observed that there was a low leak co2 rebreathing risk alarm message on screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer informed that the issue was duplicated using .25 test adapter with built in exhalation, exhalation port at bottom of unit is clear, air inlet filter is very dirty, requests part ID to correct the issue. The rse advised the customer to replace the flow sensor assembly (fsa) or gas delivery system (gds) assembly to correct the issue, discussed filter management, customer acknowledged and will order the preferred parts. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 22oct2025, it was confirmed that the flow sensor assembly was replaced to resolve the reported issue. Following the repair, the device successfully passed performance verification, confirming it met specifications. The ventilator is now back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.